Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction and died. The index procedure treated the 100% stenosed, 2.5x15mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.5x24mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged 4 days later on aspirin and prasugrel. 6 days post the index procedure, the patient had a myocardial infarction which led to death.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a staged procedure was planned to follow the index procedure for treatment of significant lad disease. 6 days post the index procedure the patient presented to the emergency room unresponsive and with no respiration. Resuscitation attempts were unsuccessful and the patient was pronounced dead. The exact cause of death per the investigator summary was listed as unknown. The cause of death per electronic data capture is cardiac arrest. Per the physician, the event was listed as "unrelated" to the study stent.